Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode that resulted in facial contusions. It is suspected that the implantable pulse generator (ipg) exhibited a pacing issue. The device was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.